Manufacturer narrative:
(B)(6).

Event description:
It was reported that during operation the surgeon used 3 speedscrew. When the 3d anchor was set up the anchor part broke while its intertwisting. The bone was hard but the surgeon has experience in work with this product. This is the first claim on speedscrew. No patient injury reported.

Manufacturer narrative:
The reported device was not returned for evaluation. Therefore, a relationship between the product and reported incident cannot be established and complaint cannot be confirmed. From the information provided, the anchor broke upon insertion. No additional information was provided. An exact root cause cannot be determined with confidence as product was not returned and there is insufficient information to determine it; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: incorrect alignment during or after insertion, incorrect clinical suture used or incorrect bone hole preparation. Incorrect clinical suture used, improper alignment and improper bone hole preparation can result in device failure or damage to the device.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection of the returned opus speedscrew implant shows a deployed device with a damaged and broken implant. No parts of the broken anchor were returned. The instrument was returned with the function switch set to the [?]deploy' position. Both suture limbs were partially reeled into the wheels. The rest is hanging outside at distal end. No manufacturing anomalies were identified. During functional evaluation the activation knob could be easily turned. Turning the activation knob was possible until the rod was pushed out. The complaint was verified and the root cause could not be determined with certainty. Factors unrelated to the design or manufacture of the device which could have contributed to the complaint event includes: (1) there may have been misalignment of the device when inserting (2) bend and applying excessive torque could cause damage to the implant. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.